Event description:
It was reported that two days post implant, the right atrial lead exhibited loss of capture due to dislodgment. The lead was successfully repositioned. The patient recovered well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.